Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2022 and suture was used. On the 3rd day, after the surgery, the patient had inflammation and wound secretion. The incision was checked to be slightly red and swollen, with exudation, and some sutures were not absorbed. The patient was immediately changed, anti-inflammator, and the suture was cut off. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any medical or surgical intervention performed (re-operation; re-suturing; re-closure; drainage)? If so, please specify. What was the appearance of the suture during the removal? Was reoperation necessary to remove the suture and re-close the wound? Was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? Could you tell me if there was a prescription for steroids or antibiotics for the patients recovery? If yes, please provide medication name, route, and dose. What is the current status of the patient? A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.